Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, a21 test and all operating current measurement was normal. No unexpected pump reset anomaly during our testing noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer had been having no delivery alarms. The patient's blood glucose at the time of incident was 500 mg/dl, which was treated via manual insulin injection. The customer felt sick due to the high blood glucose. The customer resolved the no delivery issue by changing the reservoir and infusion set. The insulin pump was inspected. The drive support cap appeared normal. The device was able to prime without incident as well. There were no leaks or bends associated with the tubing. The caller declined further troubleshooting on the grounds that they would feel safer with a new insulin pump. The insulin pump was returned and replaced.